Manufacturer narrative:
The MFR's service representative performed an onsite investigation. A card was replaced. The service representative attempted to recalibrate the x-ray tube, but was unable to. The x-ray tube needs to be replaced. No repair info is available.

Event description:
The customer reported a generator error message on the 7900 system. No pt injury was reported.